Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when setting up the device to run, it exhibits a motor rate error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b3: date of event: updated. B5: additional information was received via email and attached by the manufacturer on 15-sep-2022: questions answered, event date was updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals broken; no external damage was seen. There was evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated; the motor assembly was found inoperable due to use over time (approximately 10 years). For corrective action the motor assembly was replaced, which cleared up the problem. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).